Event description:
The complainant reported that the impella cp suddenly stopped on day 14 of support. Several unsuccessful attempts were made to restart. The impella was removed, and the patient was placed on intra-aortic balloon pump with extracorporeal membrane oxygenation. A red blood clot was found inside the cannula and at the outflow cage, along with linear biological material. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation of pump stop and thrombus has been completed. The data logs were reviewed, and on the 14th day of support there was a sudden trigger of alarm 13 - high motor current pump stop. Leading up to the event, purge pressure/flow were stable, but there were several distinct steps up in the motor current. Then, a final spike in the motor current above 1400 ma triggered the first pump stop alarm. The pump was able to be restarted for short periods (minutes) several times, but in the end, a final pump stop upon trying to restart led to the pump being disconnected. Clinical details report that thrombus was noted to be in the outflow cage upon explant. Per design trace matrix, impella cp's design life is 8 days, and the pump was on the 14th day of support. However, without returned product, it cannot be confirmed what the cause of the motor current spike and subsequent pump stop was. As the necessary information was not provided, the root cause of the thrombus was not determined. Corrected information provided in e4. Note: e4 should have been left blank on the initial manufacturer device report.